Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a 6cm pseudocyst during an endoscopic ultrasound pseudocyst drainage procedure performed on (B)(6) 2025. During the procedure, the axios device cautery would not penetrate the gastric wall. Generators and active chords were switched, but the same problem occurred. The axios device was able to "penetrate" the gastric wall eventually and the physician attempted to deploy the stent. However, the stent first flange was not properly situated inside the pseudocyst under endoscopic view. The physician decided to remove the partially deployed stent, and the procedure was not completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.